Manufacturer narrative:
Device was evaluated by a minntech field service engineer. It appears two resistors caused a minor fire with smoke emitting from the printer. Device has been serviced by (B)(4) in the past and service records are unavailable. Suspect part was a replacement of original printer. This situation has been determined to be an isolated incident. A thorough inspection of the machine has been completed and machine is fully operational.

Event description:
Customer reports smoke emitting from printer. No patient involvement. No injuries were reported.